Event description:
It was reported that during testing at the manufacturer, the device was displaying a bias current error. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.